Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, first inflation was performed within nominal pressure at 6atm for 1 minute. However, the balloon ruptured upon second inflation at 8atm for 3 minutes. The procedure was completed with another of same device. No patient complications were reported.